Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the distal internal carotid artery (ica) using a penumbra system ace 68 hi-flow kit (kit). During the procedure, the penumbra system ace68 reperfusion catheter (ace68) became flattened and stretched as it was being retracted within the non-penumbra sheath while aspirating during the first pass. It was reported that the physician felt some resistance while retracting the ace68. The ace68 was therefore not reused, and the procedure was completed using a non-penumbra catheter and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, multiple attempt has been made for the return of the device and was unsuccessful. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.